Event description:
It was reported that the lead wire was causing extreme pain in his lower back, whether the implant was on or off. It was noted that stimulation did help with pain relief, but the patient had extra pain from the leads. It was reported that the patient had an upcoming surgery that would be his fourth surgery for his current implant. It was unclear if the previous surgeries and upcoming surgery were related to the lead pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-56, lot# v920378, implanted: (B)(6) 2012, product type lead; product ID 3888-45, lot# v964123, implanted: (B)(6) 2012, product type lead; product ID 3888-33, lot# v949385, implanted: (B)(6) 2012, product type lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3487a-56, lot# v871403, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient still has concerns about his device or therapy and is working with his healthcare professional or manufacturer representative. No follow-up appointments were reported. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had three painful surgeries to correct extreme pain caused by the electrodes after the leads broke. See MFR. Reports # 3004209178-2015-01352 and #3004209178-2013-12328 regarding other surgeries, the patient had after lead issues.